Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The customer's blood glucose of 22 mg/dl but after the troubleshoot and her blood glucose using the meter and gave reading of 23.3 mg/dl. Customer did not like to troubleshoot for high blood glucose because according to her she has a gastro braces that might affecting her blood glucose and assured that the high blood glucose was not caused by the insulin pump. Customer treated high blood glucose with the manual injection. The customer also received change senson alert. Customer does not report consecutive change sensor alerts with different sensors. Customer did not receive a change sensor alert after a calibration not accepted. The device is not expected to be returned for analysis.